Event description:
It was reported to boston scientific corporation that during a rectocele repair procedure, using a pinnacle posterior pelvic floor repair kit, the implanting physician performed a rectal examination on the patient after deploying the device leg assemblies and tacking down the mesh. During the examination, he palpated a piece of mesh approximately 1cm in size near the patient's right sacrospinous ligament. The physician subsequently determined that the posterior dissection had caused a tear near the perineum, going from the posterior vagina into the anterior wall of the rectum. The implanting physician consulted with a general surgeon, who introduced a scope into the rectum. Gas discharge was noticed in the vagina, indicating there was a complete opening between the vagina and the rectum. The physicians decided to remove the mesh completely from the patient. The rectocele repair procedure was aborted, the vaginal incision was closed, and an ileostomy was completed successfully at the direction of the general surgeon. The patient was reportedly in stable condition at the conclusion of the procedure. The patient was discharged from the hospital and was reportedly "doing fine" following her discharge. An ileostomy reversal procedure is planned, and will reportedly take place no earlier than four weeks after the ileostomy was created.